Event description:
During follow-up, a loss of capture and a decrease in sensing on the right ventricular (rv) lead was observed. An x-ray examination revealed the rv lead was dislodged. The lead was explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Upon analysis, the helix was found stretched and the inner coil was found overtorqued consistent with damages occurring at the time of explant procedure. The helix mechanism/ extension length test was unable to be performed due to condition of helix as received. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies found on the lead with the exception of damages consistent with those occurring at the time of explant procedure.